Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that the iol "delivered quickly" resulting in 270 degree zonule rupture. The iol was explanted. Surgery was completed without another iol being implantated. A secondary surgery to implant an iol with scleral fixation is planned by the healthcare facility. The device associated with this report was discarded by the healthcare facility. The rayner risk analysis identifies advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of this event type. Without the ability to examine the device it is not possible to establish the root cause of the event in this case. Our review of production records for the rayone emv rao200e batch 052190727 showed that all manufacturing and quality checks were conducted with successful results. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 052190727.

Event description:
On 22nd december 2022, rayner received notification from its brazilian distributor of an event that occurred during implantation of a rayone emv rao200e. The event description provided states that the iol "delivered quickly" resulting in 270 degrees zonule rupture.